Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
A customer reported that their precision xtra meter kept losing date and time. This issue was reported to have affected their precision link software, which was also showing date and time issues. There was no report of a death, medical incident or mistreatment due to this issue. This issue is a known malfunction and a field action has been taken.